Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on may 18, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to infection at implant site. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.